Event description:
The customer reported generation of high sodium (na) patient result on their au5800 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument. The failure mode was determined to be multiple hardware malfunction. The fse replaced multiple hardware components which includes replacement of cell 2 buffer valves, reagent syringe, ise mix motor, reference valve, dispenser, ise tubing, and cleaned reference block, d- sample pot, and wash station j-nozzles to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event.section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided.beckman coulter internal identifier is (B)(4).